Event description:
A 6f angio-seal vip vascular closure device was used to seal the arteriotomy site post percutaneous procedure. Two days later, the patient complained of pain in the lower leg. The pain progressively increased and the patient underwent surgical revascularizaiton and a section of the vein was removed for repair. Reportedly, the surgeon fould collagen inside the artery and compacted down to the anchor. The st. Jude medical representative reviewed the incident and alleged that the size of the artery and amount of plaque was contrary to the antio-seal instruction for use; the patient was not suitable for an angio-seal.